Manufacturer narrative:
The facility did not request to have the system checked and have continued to use the system with no further reports. No samples were returned for evaluation. The event was evaluated and it was noted the operator's manual contains information noting amo equipment and accessories are certified to the appropriate safety standards, providing safety precautions and instructions for the operator regarding chamber collapse during surgery.

Event description:
The clinic reported that the surgeon experienced an anterior chamber collapse and broken capsule during a phacoemulsification procedure. A vitrectomy was required. No further information is available from the clinic regarding the event and patient's outcome.